Event description:
The customer reported to customer service that the power supply for her pump has a slit in the cord. No injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that she did not see smoke, fire, melting, any signs of burning, and that there was no breach in the transformer housing; however, there were exposed wires on the cord and she did see sparking. She also indicated that no injuries were sustained as a result of the issue and that she would return the original power supply. As of the date of this report, the original power supply has not been received for testing/analysis. Sparking is indicative of at least one short in the dc cord. The product involved in the complaint was not returned for testing/analysis. Therefore, no conclusions can be made as to the cause of the event. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going.